Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced the warmup restarting in the middle of a session. No additional event or patient information is available. Data was received for evaluation, data review could not confirm the warmup restarting during a session. A probable cause could not be determined.